Event description:
It was reported that the rv lead impedance has been low for the last four months. It was also noted that the ventricular threshold has risen. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.